Manufacturer narrative:
Returned device was received with fluid ingression / contamination noticed out and internal of the pump. Evidence of reported problem in event log was found. During the evaluation of the device unable to duplicate customer stated problem. All functions were normal as intended. Noticed fluid ingression. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical cadd solis pump had a red screen error 41622. Event occurred while in use with a patient. No adverse patient effects were reported.

Event description:
It was reported that smiths medical cadd solis pump had a red screen error 41622. No adverse patient effects were reported.